Manufacturer narrative:
Investigation is pending the return of the device.

Event description:
User reported that the level sensor falsely triggered, preventing them from getting to full flow. There was no patient harm.